Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software were installed during the service call. The customer will have a third party continue the service call.

Event description:
The customer reported that the 9600 system had an error message and would not boot up. No pt injury was reported.